Event description:
It was reported that during a ureter lithotomy procedure, the device suddenly stopped without warning, causing the crushed stones to block the ureter and making the patient feel painful.

Manufacturer narrative:
D3/g1 additional email: (B)(6).

Event description:
It was reported that during a ureter lithotomy procedure, the device suddenly stopped without warning, causing the crushed stones to block the ureter. A double confirmation affirmed the patient did not feel pain. The procedure was completed with the original console.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on review of all information available and analysis results, the investigation did not identify any abnormality in manufacturing or design from the risk review, conclusion code of cause not established and known inherent risk was assigned to this investigation.